Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/07/2019. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). Returned sample testing reproduced the customer's observation of high discrepant results, likely due to heterophile antibody interference. Potential non-conformance quality record (qr) (B)(4) was previously initiated to drive further interference mitigation activities. No deficiency has been identified for ss-hcg cartridge lots n19131 and n19174.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09/10/2019, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive results on a (B)(6) female patient with abdominal pain. Return product is available for investigation. Method: I-stat, date: (B)(6) 2019, collected: 14:04, tested: 14:18, result: 149.3 iu/l. Vitros, (B)(6) 2019, 14:00, 15:48, <2.00 iu/l. Urine poct hcg test: negative.there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer stated that the patient is not pregnant. The investigation is underway.